Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was still experiencing atrial fibrillation (af) and the implantable pulse generator (ipg) had a ¿pacing problem.¿ the patient wanted the ipg removed and a leadless implantable pulse generator (ipg) implanted. It was also reported that the lead dislodged, and the patient said the lead needed to be replaced. The action was planned but not yet taken. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.